Manufacturer narrative:
The baxter technician found the drive needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on december 5, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the drive to resolve the reported event. Based on this information, no further action is required

Event description:
A company representative - service personnel contacted technical service to report that centrella med-surg CPR feature unable to be activated. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.